Event description:
A (B)(6) old male pt presented as a rupture to the hospital on the (B)(6) 2011. He was operated on that day by the vascular surgeon. Sales rep was at the hospital when the pt presented, and was, therefore, available to attend the procedure. Surgery was straight forward, without any complications. One main body graft and two spiral z limbs were implanted. During the final run, an endoleak was identified. Despite the graft having excellent placement below the renals, it was assumed that the endoleak was a type 1. The neck was ballooned a 2nd time, however, the endoleak remained and the decision was made to finish the surgery, and over the following days continue to monitor pt and endoleak. On (B)(6) 2011, the rep was at the hospital with the vascular surgeon when he received a call from an interventional radiologist who was doing investigative angiogram on the pt and was convinced that there was a type 3 endoleak. The cook rep accompanied the vascular surgeon to the interventional radiologists' lab where they observed a number of angio runs performed on the pt. It became quite evident that there was a type 3 endoleak on the right hand side of the body of the graft between the 2nd and 3rd covered stents. Apart from the successfully deployed graft, no part of the device remained inside the pt. An additional device will be placed to cover the suspected type 3 endoleak. The endoleak is still filling the abdominal aneurysm sack and thereby putting the pt at risk of rupture.

Manufacturer narrative:
(B)(4): add'l surgical procedure is not listed in the instructions for use. Endoleaks are listed in the instructions for use. Event is still under investigation.